Event description:
It was reported to medtronic neurosurgery that the patient was born with cranial stenosis, and has growing skull fractures resulting in two continuously enlarging holes in their skull and tears in the dural membrane. The report states that in (B)(6) 2012, it was discovered that csf was leaking through the holes leading to its accumulation between the skin of the forehead and the skull. The report states that the accumulation of fluid is most pronounced in the morning after the patient has been laying horizontally during sleep. According to the report the holes, which were approximately the size of a dime when first discovered, have enlarged to an area slightly greater than the palm of the hand. The report states that the shunt was implanted to compensate for this leakage. According to the report, the valve has undergone several inadvertent level changes. The report states that the most recent occurrence of and inadvertent level change was in (B)(6) 2013, when the setting had been found to change from 2.5 to 0.5 after the patient went to the ER in response to experiencing diminished responsiveness/consciousness that was attributable to over-drainage of csf. According to the report, the shunt has functioned fine since (B)(6) 2013. According to the report, there have been multiple surgeries, including 3 craniotomies and 2 craniectomies, to correct the issues with the patient¿s mal-formed skull. However, the report states that structure of the patient¿s skull continues to deteriorate.

Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.